Manufacturer narrative:
This device is an investigational device in (B)(6) however ziv6 ptx is a legally marketed device in the us. (PMA/510k)# of similar device: p100022/s001. The ziv6-35-125-6.0-100-ptx-ci stent of lot number c1010206 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. From available information, it is known that the patient had pre-existing conditions including coronary artery disease, stroke, and smoking (past). The patient was enrolled in the study to treat the right distal superficial femoral artery. There is no evidence to suggest that this event did not occur, therefore the complaint is confirmed based on customer testimony. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. It can be therefore stated that it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction; however a definitive cause of this event cannot be determined and no other comments can be made at this time. It may be noted that restenosis of the stented artery is a known potential adverse event associated with placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity . A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided intervention was required. Treatment included a change of medications and restarting plavix. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6), occlusion/restenosis requiring intervention definitely related to product. The lesion morphology revealed moderate calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.63 and the rutherford classification was four. The inflow tract was 50-99% stenosed and treated prior to study stent placement. The residual stenosis of the inflow tract was less than 30%. There were two patent runoff vessels. Baseline angiographic measurements revealed a proximal and distal reference vessel diameter (rvd) of 5.0 mm and 100% diameter stenosis. The lesion length was 70.0 mm. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 40 mm balloon. One 6.0 mm x 100 mm (lot # c1010206, serial # (B)(4)) zilver® ptx® v study stent was placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 1.01. On (B)(6) 2015 (two days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2015 (three days post-procedure), the patient complained of pain in study leg at study stent implant site. No treatment was required. The investigator evaluated this event and determined the pain was probably related to the study product and possibly related to the study procedure. On (B)(6) 2015 (177 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 1.04 and the rutherford classification was one. The patient stopped taking plavix for an unknown reason. On (B)(6) 2016 (373 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.85 and the rutherford classification was two. The proximal and distal portion of the study vessel was patent. The ultrasound revealed 50-99% stenosis within the study lesion. Treatment included a change of medications and restarting plavix. The investigator evaluated this event and determined the occlusion/restenosis was definitely related to the study product and probably related to the study procedure.

Manufacturer narrative:
This device is an investigational device in (B)(6) however ziv6 ptx is a legally marketed device in the us. (PMA/510k)# of similar device: p100022/s001. The ziv6-35-125-6.0-100-ptx-ci stent of lot number c1010206 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation. These were reviewed and the following comments were provided by the independent reviewer: ¿findings: implantation angiography and year follow up ultrasound are provided along with the complaint report. The target lesion was a distal right sfa through proximal popliteal artery (pa) severe stenosis. No inflow stenosis eliminated by an intervention, as suggested in the complaint report, was present. The distal but still above knee pa was mildly to moderately narrow. The below knee pa was normal. The anterior tibial artery occluded in the mid-calf. Otherwise the peroneal artery was patent to the ankle terminating into patent tarsal arteries and the posterior tibial artery was patent into the foot. These arteries were small but without focal stenosis. The stenosis was treated with modest angioplasty and then stented. Stenting eliminated residual stenosis. Depending on the calibration source, the stent was implanted to a length of either 70 or 83mm with the proximal end measuring 4.2 or 4.9mm and the distal end measuring 4.0 or 4.7mm. The pa distal the stent measured either 3.1 or 2.6mm. The larger measurements were performed using the image isocenter as provided by the angiography equipment. The smaller measurements were performed using the calibration tape placed on the table. Since this calibration tape position typically causes approximately 10% minification artifact, the isocenter calibrated measurements are more likely accurate. These measurements also correlated better with stent diameters measureable on follow up ultrasound. For example, the proximal stent measurement by ultrasound was 5.2mm. On follow-up ultrasound, 50-79% proximal stent, less than50% mid stent, and a greater than 79% pa at the distal stent end stenoses were present on duplex and pulse wave doppler ultrasound. No inflow stenosis was imaged in the sfa more proximal. Impression: recurrent stenosis was confirmed. No occlusion was present. The most significant stenosis developed in the pa just distal the stent and extended just into the distal stent. This location correlated with the mild to moderate untreated pa stenosis just distal the stent at implantation and likely increased the severity of the in-stent stenosis. Neointimal hyperplasia causing moderate proximal and mild to moderate mis in-stent stenosis was confirmed. Significant findings relative to the patient¿s anatomy were observed. The arteries were generally small measuring less than 5mm. Significant findings relative to the disease state were not observed. Significant findings relative to the use of the device were observed. A mild moderate stenosis reducing lumen diameter in 17% longitudinal compression. Significant findings relative to the design or performance of the device were observed. The stent developed neointimal hyperplasia.¿ the customer complaint can be confirmed as the imaging revealed recurrent stenosis. According to the imaging review, recurrent stenosis was confirmed. No occlusion was present. The most significant stenosis developed in the pa just distal the stent and extended into the distal stent. This location correlated with the mild to moderate untreated pa stenosis just distal the stent at implantation and likely increased the severity of the in-stent stenosis. This stenosis was untreated as the stent was implanted in longitudinal compression. Neointimal hyperplasia causing mild to moderate in-stent stenosis was also confirmed. It can be noted that the patient¿s arteries were generally small, measuring less than 5mm. In addition, it is known that the patient had pre-existing conditions including coronary artery disease, stroke, and a history of tobacco use. Restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or stenting). Vessel injury provokes an inflammatory response that leads to or amplifies the restenosis process. It may be noted that the surface of the zilver ptx stent is coated with the drug paclitaxel to help prevent subsequent restenosis of the artery. Based on the above, it is very unlikely that the reported restenosis could have occurred due to zilver ptx malfunction. The most likely cause of this event was the patient¿s condition; however a definitive root cause cannot be determined. It may be noted that as per instructions for use restenosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1010206. According to information provided intervention was required. Treatment included a change of medications and restarting plavix. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of images relating to this event. Initial description submitted as follows: (B)(4) (B)(6), occlusion/restenosis requiring intervention definitely related to product. The lesion morphology revealed moderate calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.63 and the rutherford classification was four. The inflow tract was 50-99% stenosed and treated prior to study stent placement. The residual stenosis of the inflow tract was less than 30%. There were two patent runoff vessels. Baseline angiographic measurements revealed a proximal and distal reference vessel diameter (rvd) of 5.0 mm and 100% diameter stenosis. The lesion length was 70.0 mm. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 40 mm balloon. One 6.0 mm x 100 mm (lot # c1010206, serial # (B)(4)) zilver ptx v study stent was placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 1.01. On (B)(6) 2015 (two days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2015 (three days post-procedure), the patient complained of pain in study leg at study stent implant site. No treatment was required. The investigator evaluated this event and determined the pain was probably related to the study product and possibly related to the study procedure. On (B)(6) 2015 (177 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 1.04 and the rutherford classification was one. The patient stopped taking plavix for an unknown reason. On (B)(6) 2016 (373 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.85 and the rutherford classification was two. The proximal and distal portion of the study vessel was patent. The ultrasound revealed 50-99% stenosis within the study lesion. Treatment included a change of medications and restarting plavix. The investigator evaluated this event and determined the occlusion/restenosis was definitely related to the study product and probably related to the study procedure.